Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
Customer initially reports the burs are breaking. On (B)(6) 2014 customer says this a general report, burs break when dentist is cutting teeth. Customer can't provide details for any one specific event. No harm done, doctor uses preventive measure to avoid pt swallowing device, suction.